Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and using incorrect tools have been ruled out. Additionally, improper surgical technique and the patient having contraindicating conditions have been ruled out. However, the patient had an incontinence episode directly following the trial procedure which wet the procedural leg and the dressing was not changed. Additionally, the patient did not wear their compression stockings during the trial period and had some swelling as a result. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient non-compliance as the patient had an incontinence episode on the procedural leg and did not change their dressing as well as not wearing their compression stockings during the trial period (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient was told they had an infection at their trial pull appointment. Additionally, the patient experienced some swelling. Antibiotics were prescribed and the trial neurostimulator was pulled on the planned date of (B)(6), 2026. As of march 16, 2026, the patient completed all of their antibiotics and the swelling has reduced. No further issues have been reported.